Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of a watchman access system. The device was bloody. Analysis of the tip, sheath and hub/valve included microscopic and visual inspection. Inspection revealed tip damage (partial delamination), sheath damage (flattened) with numerous kinks in the sheath. Inspection of the rest of the device found no other damage or defect. The reported kink was confirmed.

Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. During the procedure, while recapturing the device, the was sheath kinked. The procedure was completed with a different was. No patient complications were noted as a result of this event.